Manufacturer narrative:
The sc1 cap locks properly into the reservoir compartment. The pump passed the displacement test, active current measurement, sleep current measurement and self test. No blank display, battery failed alarm, pump error 58, 68, 49 and 23 alarm noted during testing. Pump monitored without the test energizer battery inside the battery compartment and reinserts it back into the battery compartment for less than 10 minutes and no pump error 23 alarm noted. Successfully downloaded history files and traces using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms or alerts noted during testing; however, in the pump history found: pump error 68 alarm on 11/21/2024 at 22:07:17.000. Pump error 49 alarm on 11/21/2024 at 22:07:17.000 and 22:09:08.000. Pump error 23 alarm on 11/21/2024 at 22:09:19.000. Battery failed alarm (pump error 58 alarm) on 11/21/2024 at 22:07:34.000, 22:07:43.000, and 22:07:56.000. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly, motor and force sensor. The following were noted during visual inspection: scratched case. Customer alleged not confirmed for blank display, battery failed alarm, pump error 58, 68, 49 and 23 alarm. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a failed battery test, pump error 68(trace pointers are invalid), pump error 49(history pointers failed. The history pointers are corrupted), pump error 23(post-reset ram crc alarm), e/a alarm unspecified. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed. No damage was reported to the battery cap contacts or battery compartment. The customer did not receive another alarm after replacing battery. No harm requiring medical intervention was reported. Product return is expected for mmt-1886.